Event description:
It was reported that on (B)(6) 2012, after a promus was successfully implanted in the distal left circumflex coronary (lcx) artery, the 2.5 x 23 promus met resistance during advancement and failed to cross the predilated target lesion in the moderately tortuous target lesion in the proximal lcx. Resistance was met during removal of the stent delivery system (sds) that failed to cross the lesion. The physician believes that the 2.5 x 23 promus caught on an older promus (3.0x23) stent in the left anterior descending (lad) coronary artery and caused the subsequent flared stent struts on the 2.5 x 23 promus that was noted after removal from the patient anatomy. The older promus (3.0x23) in the lad also became flared and stretched during removal of the 2.5 x 23 promus sds with a part of the older stent strut (3.0x23) stretching into the left main artery (trunk). The procedure was completed at that point with no additional intervention to the damaged older stent. The patient did not have any symptoms related to the damaged stent (3.0x23). On an unspecified date in (B)(6) 2012, the patient underwent percutaneous coronary intervention to treat the damaged stent at another facility and received an additional stent in the lad followed by a kissing balloon technique for post dilatation. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide catheter: taiga 6f. Stent: promus 3.0 x 23 mm. Patient age was estimated (reported to be in his (B)(6)). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The promus 3.0 x 23 mm stent, is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The stent implant was returned stationary on the balloon, but was not between the markers. The reported device issue could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.